Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for scheduled procedure due to the right ventricular lead exhibiting high capture thresholds and high impedance. It was noted that there was a suspected fracture. The lead was explanted and replaced. The patient was in stable condition.